Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 429 mg/dl. The customer stated that they had a weak eye as the only symptom. The customer treated their blood glucose levels with manual injections. The customer called to make sure the insulin pump worked. The customer was advised to change the sets and to consult their healthcare provider about what may have caused their blood glucose to rise. The customer stated that they do not have infusion sets to test the device and stated that they will call back to finish troubleshooting.